Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber glass cap was fractured and partially broke off distal to the glue zone. Broken and melted bevel area and burnt glue on the bevel portion was evident. Based on the analysis findings the fiber/cap conditions would result in forward firing. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that the fiber aim beam was not straight.